Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688t competitor implantable pacing lead (B)(6) 2007; d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead was suspected to be dislodged at a follow-up appointment. Fluoroscopy confirmed that the lead was in the main body of the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.